Event description:
It was reported that insulin delivery stopped twice in one week for no apparent reason and customer had to manually resume insulin delivery each time. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.